Manufacturer narrative:
On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site and inspected all tip and plunger clamps. The fe inspected all ejection pins. The fe tested lld with splld test. The fe tested the summit with oas user software test. All test passed. Repairs have returned this instrument to expected operation.

Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).